Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the physician was unable to get device to interrogate with programmer. The next day the sale representative used the same programmer to interrogate the device. The device replacement was cancelled and t he device is still in use. No patient complications have been reported as a result of this event.